Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection the returned cup, there is debris on the outside radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately six years post-implantation due to alleged discomfort, acetabular component loosening, and pain. Patient's legal counsel further reported that allegedly noted during the revision procedure was insufficient bony ingrowth around the acetabular component and defect about the medial wall. This report is based on allegations set forth in plaintiff's complaint; and the allegations contained therein are unverified.